Event description:
A pharmacist reported that the knife was not well sharpened during surgery. The incision was not precise causing "astigmatogenic" and there was a loss of impermeability. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received and is awaiting in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knifes are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).